Event description:
Boston scientific received info that this right ventricular (rv) lead experienced loss of capture at a routine f/u. Surgical intervention was performed to explant and replace the lead with no adverse pt effects were reported.